Event description:
A representative reported that they went to read the patient¿s pump before doing a replacement and an error message came on stating ¿pump shut off for 00:02¿ and it would not show the patient¿s daily dose. The infusion mode read ¿stop pump¿. The representative indicated that telemetry may have been interrupted. It was later reported that the medication infused was lioresal. The patient was ¿fine¿. It was later reported that the root cause was that ¿family was holding the programmer head and moved it during telemetry last¿.

Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer, physician; product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).